Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 5fr glidesheath slender device was returned to terumo medical corporation. The returned sample included the sheath disconnected from the hub, the hub, side tube, three-way stop cock and the header bag. The device is in used condition. The sheath is inverted upon itself and contains a kink. The hub is covered in blood but contains no fragments or blockages. Upon x-ray, the caulking pin is dislodged. The complaint can be confirmed for off label use of the device. The device was expired and used in the brachial artery for the procedure. The device is intended for radial artery access only. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could not have contributed to this complaint condition. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits of the hazard based risk table (hbrt).

Event description:
The user facility reported that the glidesheath slender (gss) sheath kinked and broke off from the hub of the sheath. They had the sheath in the brachial and when they pulled the 3.0mm balloon through the sheath and out the hub they noticed the sheath was on the balloon and not the port. Procedure type was angio ballooning of brachial. The patient was stable and there was no blood loss.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.